Manufacturer narrative:
(B)(4): on an unreported date, the patient's antibiotic therapy was discontinued. On an unreported date, the peritonitis resolved and the patient fully recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of patient's death was not reported. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy and was hospitalized the same day. The cause of the peritonitis was the patient made mistake and the area was not cleaned before starting pd therapy. On an unreported date, the patient began treatment with vancotech intraperitoneally (ip) (1 gram) and amitax ip (100 mg) in each bag (frequencies not reported) for peritonitis on an unreported date, the patient died due to peritonitis. Pd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.